Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator system was explanted due to an unknown reason, attempts to obtain additional information were unsuccessful. This product is not expected to be returned. No further adverse patient effects were reported.